Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they didn't think the implant was working well enough. Patient stated the first couple days they were having good urination and good stooling but now they're retaining fluids and not emptying their bladder; they also have irritable bowel syndrome (ibs) they take suppositories after breakfast to stool but they weren't able to do it and it was like they were constipated and today's been the worst but they've been struggling with that all week. Patient added they went to their healthcare provider (hcp) a week and a half ago but they didn't give them any advice on their settings. Requested manufacturing representative (rep) to contact them. Emailed rep. Reviewed therapy information and general programming guidance. Redirected to hcp to further address the issue. They would follow-up with them on monday.